Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was getting ineffective coverage of pain relief. Trouble shooting was unable to solve the issue. As such patient underwent surgical intervention wherein the paddle lead was explanted and replaced with a new one. Reportedly effective therapy was restored.